Event description:
Berchtold operon d850 unintentional motion. Table tilted left during robotic surgery. No pt injury. Table hand control was on floor at the time of unintentional tilt motion. Hospital¿s biomedical engineering dept could not duplicate problem. Table was tested by berchtold field service engineer and no problems were identified. Table hand control from this table was removed by berchtold and returned to (B)(4) for further testing.